Event description:
A patient was sent to vascular interventional radiology for port removal. The procedure was tolerated well and all protocols for port removal followed. Later that day, upon further review of imaging, it was identified that a small foreign body was retained in the adipose tissue of the patient. The location of the object poses no harm to the patient, who declined to have it removed. This object is believed to be a small hub, which is not radiopaque. Of note, the port was removed intact, in good condition, there are no breaks, cracks, frays, tears, chips.